Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and ten months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), the valve was removed and replaced with bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient had to have surgery due to an aortic issue. The tpbv was moderately calcified but removed to optimize the patient's conduit match due to the fact that the patient was in surgery already. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.